Event description:
This lv lead was implanted on (B)(6) 2003. A call to technical services placed on 11/7/2013, stated that this lead was part of pocket revision on (B)(6) 2013, due to infection. The physician was dr. (B)(6). No known hospital. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).